Event description:
It was reported that the patient was admitted to the emergency department due to a shock. It was determined that there were two det ections for fvt (fast ventricular tachycardia), which appeared to be af (atrial fibrillation) with rvr (rapid ventricular response). One of the episodes was slowed out of the detection zone by atp (anti-tachycardia pacing), but the patient received the shock for the other episode, with wavelet trying to withhold but the rate being too fast. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).